Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air was noticed in the patient line of a homechoice cassette without an alarm during peritoneal dialysis therapy. This event occurred during the initial drain while the patient was connected. There was nothing found during trouble shooting that could have caused or contributed to the reported event. The renal therapy service agent advised the registered nurse to restart with new supplies. The registered nurse stated that she knew how to end therapy and remove the cassette. There was no patient injury or medical intervention associated with this event. No additional information is available.